Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date, the battery was not working properly. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient had their battery replaced. The healthcare professional (hcp) observed during the battery replacement that the top port for the lead was not screwed tight all the way. The lead was still seated and intact on the original battery. The rep would return the ins. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-05 indicating that the ins would be returned for analysis. The ins was received on 2018-dec-28. No further complications were reported/are anticipated.